Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during air bubble troubleshooting. Troubleshooting for the no delivery alarm was performed. Customer advised that the complete set change resolved the issue and there was no alarm. Customer advised they do not want to return the reservoir or the set for analysis. Customer was advised to monitor the insulin pump and call back if the alarm occurs in order to troubleshoot.